Event description:
Per the clinic, the patient developed an infection along the postauricular incision line at the implant surgical site, attributed to inadequate wound care and limited access to timely medical services. The patient was admitted for treatment with intravenous antibiotics. Subsequently, the patient underwent a wound washout procedure under general anesthesia on (B)(6) 2026; however, the condition did not resolve. The device was explanted on (B)(6) 2026, and a contour depth gauge was left in the cochlea to facilitate future reimplantation.